Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient stated they hadn't hardly ever used the implant anymore because the implant hadn't helped with their pain since they were implanted in 2020. Patient said they had pain down their lower back in that area and stuff and then said they got their current implant in 2020 and got an infection so they kind of had problems since then with just a little bit of pain down there all the time, but they never found anything when they took x-rays, so they didn't know if that had anything to do with it. Patient said it had been it had been 3-4 years since they had an x-ray. Patient mentioned they had moved and usually they were getting the stimulator checked, but now they had no idea who to talk to or who to meet with to discuss the implant and maybe even having the implant removed. Agent reviewed role of representative and provided phone number for healthcare provider office to call if needed. Agent emailed physician listings to patient. The patient was redirected to their healthcare provider to further address the issue.